Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of degenerative disc disease/herniated disc pain. It was reported that the patient felt a sudden change in stimulation. The patient reported that sometimes the stimulation will only go on one side. The patient reported that sometimes it feels like the stimulation stops. No further complications are anticipated.